Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. There was no moisture damage on the electronic and motor assemblies. They were unable to verify the belt clip damage because the pump was received without the belt clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 323 mg/dl at the time of incident. The customer stated that the pump alarmed button error right after it was exposed to moisture. The customer stated that he treated with manual injections. He stated that there was moisture on the inside of the display and it could have been sweat. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.